Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 157 mg/dl and the sensor glucose was 62mg/dl at the time of the incident. The customer¿s current blood glucose was 130 mg/dl. The customer stated that sensor was going crazy all night and reading customer was high over 300 mg/dl checked sugar was 130 mg/dl shut it off when customer woke up it was 135 mg/dl restarted sensor customer was going low in the 70's mg/dl customer checked it was 200 mg/dl customer just ate breakfast gave bolus now it suspend its going down in the 60's mg/dl it shut off. Troubleshoot was performed and the customer stated that insulin delivery was suspended due to sg values and sg value that triggered the suspend event was 68mg/dl and threshold/low suspend limit in sensor settings was 70mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.